Manufacturer narrative:
The system was evaluated by a siemens service engineer and found to be operating within specifications. The system user manual contains detailed information of the physiological reactions to rf exposure and ways to avoid them.

Event description:
It was reported to siemens that a patient was scanned on the magnetom aera system while under anesthesia for approximately 5.5 hours. After the scan, the patient reported blisters on both thighs in the groin area of approximately 4cm and 2cm in diameter at the location in which a urine bag had been placed. A skin barrier dressing was applied.